Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the arctic sun device displayed alert 107. Per additional information updated from ttm on 23feb2026, biomed calling for assistance trouble shooting alarm 107 non-recoverable system error. Per review of wo notes, biomed checked connection from control panel to card cage, they will now swap out known working boards to isolate the circuit card and replace it. Parts and pricing provided in service manual. Per follow up information received via mail on 24feb2026, they were ordering the processor card. Per additional information updated from ttm on 24feb2026, biomed just needs pricing for a processor card. Per sample evaluation results on 25mar2026, the device wiring is all loosened and routed improperly through the frame. The power connection for the control panel was no longer mounted to the card cage. The level sensor hold down bracket is missing.

Manufacturer narrative:
The reported issue was confirmed. At this time, the root cause of the reported event could not be determined. The arctic sun stat was evaluated upon receipt. During the evaluation it was found that there is evidence the card cage was removed and reinstalled onto the frame. The device was not reassembled correctly. (Arctic sun stat) no error code observed. Reassemble the device correcting all the misrouted wiring. The arctic sun 6000 passed all performance testing, calibration and electrical safety tests and is functioning properly and ready for use. The instructions for use are found to be adequate. The IFU currently instructs the user on the proper method to use this device to avoid undue injury to the patient and damage to the product. A review of the device history records did not show any problems or conditions that would have contributed to the reported issue. No additional actions can be taken at this time. Corrections: b, d, f, h UDI format updated with available product information per gudid. H11: sections a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the arctic sun device displayed alert 107. Per additional information updated from ttm on 23feb2026, biomed calling for assistance trouble shooting alarm 107 non recoverable system error. Per review of wo notes, biomed checked connection from control panel to card cage, they will now swap out known working boards to isolate the circuit card and replace it. Parts and pricing provided in service manual. Per follow up information received via mail on 24feb2026, they were ordering the processor card. Per additional information updated from ttm on 24feb2026, biomed just needs pricing for a processor card. Per sample evaluation results on 25mar2026, the device wiring is all loosened and routed improperly through the frame. The power connection for the control panel was no longer mounted to the card cage. The level sensor hold down bracket is missing.